Manufacturer narrative:
D15 - based on the current information provided, the root cause of the post-operative complication cannot be determined or is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported event. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted nsm procedure, the patient developed a post-operative seroma in the left breast. It is unclear what medical intervention, if any, was rendered due to the post-operative complication. In addition, the cause of the post-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section e1 is not available fields are not applicable.

Event description:
As part of a clinical study titled, a prospective, multicenter investigation of the da vinci® xi¿ surgical system in nipple sparing mastectomy (nsm) procedures, it was reported that a patient underwent a robotic nsm (rnsm) procedure on (B)(6) 2022. The patient had decreasing drain output of the left jp drain which met criteria for removal on post-operative day 7. Once the drain was pulled, it was noted that the drain had been clogged. The patient was instructed to continue with compression and activity restrictions. When the patient returned for air to saline exchange of her tissue expanders, 50 cc of serosanguineous fluid was noted in the peri-expander space and was aspirated during the exchange procedure. Intuitive surgical, inc. (Isi) contacted the isi clinical study manager for this case and obtained the following additional information regarding the case: the clinical study manager stated that the information reported is all the information that the site has provided. On a (B)(6) 2022 visit, the patient was noted to be recovering very nicely after latest operation. She had the tissue expansion and was to return in about 2 weeks for continued tissue expansions. The patient developed a seroma in the left breast on an unspecified date. The surgeon had stressed the importance to the patient to make sure that she takes it easy. The patient reportedly understood the more active she is, the more fluid is produced into the operated site, increasing her risk of fluid accumulation, infection and other complications. The patient was instructed to continue to wear a compression bra. The site confirmed there was no device malfunction reported for this case and an assessment was that the complication was not related to the device.